Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the information obtained during baxter's investigation, the cause for the issue was determined to be use error. A service history review revealed that no previous events were related to the reported issue. Labeling review found the labeling adequate for the use error identified in this report. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center and requested assistance with ending therapy from the home choice (hc); however, the patient was not connected. The home patient (hp) stated that he pressed go, the initial drain started, and then air bubbles came into the line. The hp to start over with new supplies. Product surveillance contacted the nurse on (B)(4) 2010. According to the nurse the patient has resumed therapy and is doing just fine. No further information was provided. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore, baxter cannot determine root cause.